Event description:
Per the audiologist, the patient reported poor results and deteriorating performance when using the cochlear implant system. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with multiple electrode anomalies. Reimplantation was recommended. No explantation/reimplantation plans were reported at the time of this report.

Manufacturer narrative:
Labeling- this type of event is addressed in the device labeling.